Event description:
On 09/28/1997, the account reported erratic ck-mb and digoxin results, due to a mis-seated dispenser on the axsym analyzer. The following data was received: ck-mb sample: #1 original 111.5 repeat 34.2 #2 134.6 - 41.2 #3 164.1 - 90.5 #4 172.6 - 97.1 #5 234.5 - 129.7 #6 >300 - 185.5 #7 120.5 - 46.5 #8 157.3 - 71.6 #9 49.0 - 32.0 digoxin sample: #1 1.09 - 1.85 #2 - 1.09 - 2.46 dispenser reseated, assay not recalibrated: #5 - 2.68 - 1.01 #6 - 4.80 - 1.86 assay recalibrated, all controls reported in range. No further information has been provided. No report of injury.